Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and hydromorphone via an implantable pump for non-malignant pain. It was reported that the handset would not turn on when plugged in. Patient's handset screen would show 100% and then go off showing its black. During call patient turned on handset by holding the power button. Agent was going to have patient attempt to connect to myptm app and patient noted that since the beginning when trying to connect to the application, it would always get to 90% and wait there for 2 or 3 minutes. Agent walked patient through clearing data and patient closed all applications. Patient was able to connect to myptm app and saw the screen to deliver bolus. Patient noted since their handset did not work all day they had to start over when it came to delivering a bolus. Patient was able to deliver a bolus on the call. The troubleshooting steps that were taken on the call resolved the issue.